Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/29/2021. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when was the suture broken (in packaging, during unpacking, during handling, or during use on the patient)? Please specify. During patient use please confirm that all 12 sutures were broken in one patient during the single procedure. No. There were 2 procedures on the same day. Different patients. If this event occurred in multiple procedures, were any of these events previously reported to ethicon? No. It happened on the same day. Otherwise, provide the following information for each patient event: what is the name of the procedure? Reducing mamoplasty. What is the date of the procedure? Abdominoplasty. When was the suture broken (in packaging, during unpacking, during handling, or during use on the patient)? Please specify . During patient use was any medical or surgical intervention performed (product removed; re-operation; re-closure; prescribed drug)? If so, please specify. No. What is the most current patient status? Ok without complications.

Event description:
It was reported that a patient underwent a reduction mammoplasty and an abdominoplasty procedure on (B)(6) 2021 and suture was used. During the procedure, the thread snapped in the middle. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.